Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic area pain') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), abdominal pain lower ("lower abdominal area") and complication of device removal ("complications from your essure removal procedure"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - with unilateral oophorectomy (discrepancy noted)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and abdominal pain lower was resolving and the complication of device removal outcome was unknown. The reporter considered abdominal pain lower, complication of device removal, fatigue and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-feb-2020: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- pelvic area pain, fatigue, lower abdominal area, complications from your essure removal procedure, did not undergo confirmation test. Reporter information, aka name were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic area pain') in a 25-year-old female patient who had essure (batch no. 946767) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test." On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced alopecia ("hair loss"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), depression ("depression/") and anxiety ("anxiety,") and was found to have weight increased ("weight gain"), 1 year 1 month after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), abdominal pain lower ("lower abdominal area") and complication of device removal ("complications from your essure removal procedure"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - with unilateral oopherectomy (discrepancy noted)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and abdominal pain lower was resolving and the complication of device removal, alopecia, menorrhagia, vaginal haemorrhage, depression, anxiety and weight increased outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, complication of device removal, depression, fatigue, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted for essure removal date: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: no new significant information. Amendment: the report was also amended for the following reason: this is a retention case. All the information including source document, reporter and references from deletion (B)(4) has been transferred to this case. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic area pain') in a 25-year-old female patient who had essure (batch no. 946767) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced alopecia ("hair loss"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), depression ("depression/") and anxiety ("anxiety,") and was found to have weight increased ("weight gain"), 1 year 1 month after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), abdominal pain lower ("lower abdominal area") and complication of device removal ("complications from your essure removal procedure"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - with unilateral oophorectomy (discrepancy noted)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and abdominal pain lower was resolving and the complication of device removal, alopecia, menorrhagia, vaginal haemorrhage, depression, anxiety and weight increased outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, complication of device removal, depression, fatigue, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted for essure removal date: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic area pain') in a 25-year-old female patient who had essure (batch no. 946767) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced alopecia ("hair loss"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), depression ("depression/") and anxiety ("anxiety,") and was found to have weight increased ("weight gain"), 1 year 1 month after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), abdominal pain lower ("lower abdominal area") and complication of device removal ("complications from your essure removal procedure"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - with unilateral oopherectomy (discrepancy noted)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and abdominal pain lower was resolving and the complication of device removal, alopecia, menorrhagia, vaginal haemorrhage, depression, anxiety and weight increased outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, complication of device removal, depression, fatigue, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted for essure removal date: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) -2020: pfs received : events added-abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression/ anxiety, weight gain / loss specify which one: weight gain, hair loss. Lot number added, events onset date, patient demographic added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.